Event description:
It was reported that the connection between the radio frequency (rf) head and the programmer was faulty and patients could only be interrogated intermittently. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the intermittent interrogation was caused by a loose link electronic module (lem) board radiofrequency (rf) head connector. It was also noted that the floppy disk drive was broken and the right keyboard hinge was broken.